Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was locate din the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure upon first inflation, it was noted that the balloon ruptured at 3 atm for 20 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.